Event description:
It was reported that the zimmer skin graft mesher does not cut the skin. Add'l clinical info received from the hosp indicated that the tissue initially was not being perforated when first appeared after passing through the device. The process was immediately stopped and the donor graft was able to be removed from the device. The device was opened, and checked by the surgeon. The same cutter, (unk ratio size) was re-inserted and the device closed for operation by the surgeon. The remaining initial graft was passed through the device and meshed as desired. There was no add'l donor harvest and only a minute was taken to re-assemble and mesh the initial donor graft. No alternate unit was needed to complete the planned procedure.

Manufacturer narrative:
The device was returned to the MFR for repair. The svc record indicates that the device is 16 years old. The last repair was on 8/16/2011, for a non related issue. The insp found that the unit had a damaged comb. Unable to determine a cause of the reported complaint. Clinical f/u indicated after the cutter was re-installed into the device, the subsequent graft was acceptable. No cutter was returned with this device, and the comb was damaged. This made it not possible to verify the reported complaint. The device was serviced and returned to the customer.